Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of data problem and reset were not confirmed. The device was received in normal working conditions with battery voltage above eri. Electrical analysis performed, including environmental and sensitivity testing indicated normal device functionality and no a reset was triggered. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during device preparation, it was found that the insertable cardiac monitor (icm) containing other patient information. Upon the second time device interrogation, the icm displayed error message, and an unexpected reset had occurred. The icm was not used, and it was replaced with an alternative icm. It was no patient involvement.